Event description:
On (B) (6) 2010, patient reported she has had trouble with a large air bubble forming in the insulin cartridge the last 8 times she has changed the cartridge. Patient stated as soon as she puts the adapter on and takes the protective piece off of the cartridge, an air bubble forms. Patient reported, the air bubble is located at the top of the insulin cartridge near the infusion adapter. Patient stated she had to prime out at least 25 units of insulin to get it cleared. Advised patient insulin cartridges are expired. Patient reported she has tried new cartridges and the issue persists; issue is not lot specific. Patient reported the insulin is cold; sat out for maybe 10 minutes. Advised of the importance of allowing the insulin to warm to room temperature before filling cartridges. Patient reported she was able to prime the air bubble out of the cartridge. Patient was able to successfully prime insulin through the infusion tubing; insulin did emerge. Patient stated she experienced hyperglycemia all day on (B) (6) 2010. Patient stated it occurred out of the clear blue and she does not believe it was infusion device related; was "not sure if it was related to anything at all". Patient reported her blood glucose reading was 160 mg/dl when she woke up, and after breakfast her reading was over 300 mg/dl. Patient stated she changed her infusion set, primed and gave insulin; then her blood glucose went "really low". Patient reported she did not test her blood glucose but stated she knew she was low. Patient reported that later in the day, her blood glucose increased to 444 mg/dl. Patient stated it took the majority of the day before her blood glucose came back to within her target range. Patient's target blood glucose range is below 160 mg/dl. Patient reported she did not notice any air bubbles when experiencing the elevated blood glucose. Patient stated she had no issues with alerts or errors. The patient did not require assistance from a healthcare professional or second party to address the issue. On call back from patient on (B) (6) 2010, patient reported she is still having issues with air forming in the new insulin cartridge after she inserts them into the infusion device and attached "the blue cap". Patient stated her blood glucose remains elevated. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.